Event description:
It was reported the patient had a catheter inserted on (B)(6) 2025. On (B)(6) 2026, while administering 5-fluorouracil via the pump, a nurse performing maintenance on the insertion site noticed fluid leakage under the dressing and redness in the surrounding tissue. The nurse began withdrawing the catheter; at a distance of 2 cm from the insertion site, a break in the catheter was discovered. After removing the catheter, a new one was inserted into the opposite hand. No further information was provided.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The manufacturer has received the sample and will be evaluated. A supplemental will be submitted with evaluation results.